Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings:.confirmed the text on the display screen is dim/faded and discolored. Increased the contrast setting to the maximum with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the display screen was pink/discolored. . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.